Manufacturer narrative:
The device was returned and analyzed in the lab. Analysis of the device image and review of the programmer printouts indicated that device functioned normally while implanted. The device was tested on the bench and lead impedance measurements were found to be out of range. Based on the device image, the lead impedance anomaly is believed to have happened after explant.

Manufacturer narrative:
The reporter is unknown.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was systolic heart failure.